Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route, frequency, and duration not reported). Dianeal therapy was discontinued (current mode of dialysis not reported). The patient was reported to have recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4) . This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.